Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, during laser assisted cataract surgery in the phacoemulsification phase the capsular bag broke. The surgeon reported that the patient had a traumatic cataract and that could have been the cause. A sulcus intraocular lens was implanted and the event is reported as resolved.

Manufacturer narrative:
The clinical application specialist (cas) stated that they would be completing a ¿refresher training for the control points.¿ the company representative (fse) examined the system and was unable to find anything wrong with the system or that could have attributed to the reported issue.¿ after review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).